Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated, that while sitting, the tubing that connected the pump to site got disconnected and it had happened with 5 of them. Reportedly, the detachment was at site location. The location of the infusion was abdomen and the pump was in the pocket on same side. The infusion was used for day and a half. The infusions were stored, or used, in a place where they were not exposed to extreme temperatures and humidity, as they were store in the house. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the body. No further information available.